Event description:
It was reported that during a da vinci-assisted sacrocolpopexy w/ hysterectomy surgical procedure, the customer reported that they experienced an exposed blade issue during the procedure. The customer switched to a maryland bipolar to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found with no dislodged blade at the garage track. There was slight bio debris found at the instrument tip. Instrument was placed on the system and passed self-check. Grips opened and closed properly while driven on the system. A review of error logs showed 1 blade jammed error message (error 22025) occurring at the site on system sk3528 on march 30, 2022. The vessel sealer instrument functioned properly from the start but eventually the blade jammed. The root cause of instrument blades dislodged was attributed to the user. Failure analysis found the primary failure of a dislodged blade to be related to the customer reported complaint. Additionally, the knife slot: 0.028" was passed and the ceramic dot verification also passed. In addition to that, while the instrument moved intuitively when driven on the system, the grips would not open and close properly when the grip lever at the housing was actuated manually. Motion at the wrist was not intuitive. The housing was removed, and the grip lever and grip ring did not interact with each other. Failure analysis found the additional failure of non-intuitive motion to not be related to the customer reported complaint. This instrument would be transferred to engineering for further evaluation. On 06/02/2022, primary fa was confirmed. The instrument was found to have a blade jammed error in the logs. However, when repeated in house the instrument performed the cut test without error. Regarding the grip ring/lever apparatus, it was discovered that the grip slug/spring were not installed properly and thus preventing the grips from returning to a closed position when the lever was utilized to open the grips.